Manufacturer narrative:
(B)(4). Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The mst8 device was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and worked properly during analysis. The instrument was tested with a test tubing set and no anomalies were noted on the vacuum functionality of the instrument. The instrument was tested with a test media and no anomalies were noted on the cutting functionality of the device. The probe was fully functional and conforming to mfg requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
The event was reported by the customer the probe had taken two samples and didn't return any samples on the third try. The vacuum was increased and the knockout tube was cleared but no samples could be returned. The probe was swapped with another probe and the case was completed with no patient consequence. One device to be returned for analysis by the customer.